Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2014 allegedly due to metallosis and elevated metal ion levels. During the procedure, a malpositioned cup, black tissue and stained fluid were allegedly noted. The modular head, acetabular cup and taper adapter were removed and replaced with a biomet head and adapter and competitor acetabular components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects: "material sensitivity reactions. " and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08510 / 08511).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Not returned by attorney.